Event description:
Integrum was informed that a unit had released when the patient was walking at work. The patient fell, but did not get hurt. Internal investigation at the cpo was done but did not explain the reason behind the release. The unit was sent to integrum for investigation. Investigation showed that the unit has released in bending. The bending release value was found low during service, however the value measured during service does not imply that the axor would release during normal ambulation. The axor is designed to release in bending to protect the implant system and the patient when the bending force is too high. The unit was returned to integrum and serviced. The bending release was calibrated during service to the upper limit to reduce the risk of unwanted release. Other worn components were replaced.

Event description:
Integrum was informed that a unit had released when the patient was walking at work. The patient fell, but did not get hurt. Internal investigation at the cpo was done but did not explain the reason behind the release. The unit was sent to integrum for investigation. Investigation showed that the unit has released in bending. The bending release value was found low during service, however the value measured during service does not imply that the axor would release during normal ambulation. The axor is designed to release in bending to protect the implant system and the patient when the bending force is too high. The unit was returned to integrum and serviced. The bending release was calibrated during service to the upper limit to reduce the risk of unwanted release. Other worn components were replaced. 02/08/2021: the axor has been returned after bending release calibration.